Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 8 devices were received for evaluation; 5 events were duplicated during testing. Approx 2 events were not duplicated during testing; however were found to be out of specifications. Approx 6 devices were found to be affected by corrosion. Approx 1 device exhibited leaking; however no component failures were detected. Approx 1 device was found to be within specification for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 8 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.